Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The stapler was being used on the mesentery of the appendix and was used to divide the base of the appendix. The stapler caused bleeding near the mesentery of the appendix near the base. The stapler jammed and was not able to dispel the staples from the reload. The patient had to be readmitted to the hospital after being discharged due to complications from the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, none of the staple were fired. The knife blade was not able to advance along the length of the reload. Estimated blood loss during procedure only 50cc. No reoperation was required. From (B)(4)-according to the reporter, during a lap appendectomy procedure, the stapler was used to divide the base of appendix. The first stapler did cause bleeding near the mesentery of the appendix near the base. The stapler jammed and was not able to dispel the staples from the blue load. The patient had to be readmitted to the hospital after being discharged due to complication from procedure. A surgical/ medical intervention was needed - patient readmitted. The patient's hospitalization was extended.